Manufacturer narrative:
The device was returned to olympus for evaluation. The reported issue was confirmed. During the device evaluation, the following was found: the air /water flow issues from the air/water flow system due to clogging of the nozzle, air supply did not meet the standard value. Due to clogging of the nozzle, the water supply volume did not meet the standard value. The nozzle had foreign objects from insufficient cleaning. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a crack. Adhesive on the bending section cover had a white clouded area. Due to clogging of the nozzle, water removal ability did not meet the standard value. Adhesive around the objective lens was peeled. Adhesive around the light guide lens was peeled. Additional information provided by facility: device was cleaned, disinfected and sanitized (cds) prior to sending for repair. No delay in reprocessing, nozzle was cleaned, wiped with clean lint-free cloth, air water flushed with detergent solution. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced poor air/water supply. The issue was found during pre-use inspection for a diagnostic procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter that came out of the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3, preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5, reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.